Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the first proglide were successfully pre-placed. Reportedly, after deployment of the second proglide device, the device became stuck and could not be removed. A surgeon was called in whom widened the nick and spread. It was noticed that the sutures of the second proglide device had caught on the first successfully placed proglide suture which prevented the removal of the second device. The sutures of the second device were cut and the device was able to be removed. There was no damage to the first suture and they remained and the sutures of two new proglides were successfully pre-placed. The tavr was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.